Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pressure transducer is reading error. There was no patient harm reported .

Manufacturer narrative:
Updated fields: b4,d9,e1(initial reporter, full name: bradley cartwright),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10 additional fields: e1(event site state: qld, event site postal codes: 4066). It was reported that the cardiosave intra-aortic balloon pump(iabp) pressure transducer reading error. Patient involvement unknown however, no adverse event reported.the fse sent quote to the customer for repair. There decided not to go ahead with the repair. H3 other text : repair service not done.

Event description:
N/a